Event description:
I think this might be affecting many hospitals out there. We recently changed to dispensing certain meds using an act bag connector, so a nurse can prep at the bedside instead of pharmacy needing to compound it. The med vials are stocked in pyxis. When nurses scan the med vial and the pb ivf, epic will alert him / her if the wrong bp solution is chosen but not the volume. This is esp dangerous for continuous infusions. For example, last year a nurse mixed a protonix drip in 100 ml instead of 50 ml, and the pt got the wrong dose for 8 hours. Also we've had cases where nurses have found 1/2 bags of antibiotics hanging because they were diluted in the incorrect volume. I don't understand the logistics behind this problem. It's trying to be addressed at a system level. I'm very concerned about it. (B)(6).